Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) machine. This occurred during dwell 3 of 4, while the patient was connected. One of the supply bags fell and became disconnected. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) to clear the alarm. The hp was going to finish the therapy with manual supplies. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.